Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that on (B)(6)2019, in the operating room the first clip on the 543965 was tested during surgery, the doctor found that the clip was not normally open after firing, cannot be used; then testing other clips, clips were closed, cannot be used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No clip was in the first position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Several more attempts were made , and no clips fired. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining to test, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips closed" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no clips were remaining in the device. Since no clips could be tested, the reported defect could not be confirmed. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although the reported complaint issue could not be confirmed since no clips were remaining in the returned device, the broken internal ratchet ears could cause issues with the loading of the clips. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1800501 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2019, in the operating room the first clip on the 543965 was tested during surgery, the doctor found that the clip was not normally open after firing, cannot be used; then testing other clips, clips were closed, cannot be used.